Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (MR) and restricted posterior leaflet for a Mitraclip procedure. During the procedure, first mitraclip got stuck with chordae and was not able to be removed. Clip was implanted. Another second mitraclip was implanted. Imaging was difficult. All steps were performed as per IFU. The final MR was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.